Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system 3max reperfusion catheter (3max) was fractured upon removal from the packaging. The damage to the 3max was noticed prior to use; therefore, it was not used in the procedure. The procedure was completed using a new 3max.

Manufacturer narrative:
Results: the 3max was fractured approximately 38.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was fractured. This damage may have occurred due to forceful manipulation of the 3max at extreme angles during removal from the packaging hoop. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.